Event description:
Reportedly, during the f/u performed on (B)(6) 2012, no data was available after multiple shocks and atps in several stored files on that day. An arrhythmia with multiple atp, shocks and CPR (with 20j external shock at 21:15) was also reported.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.